Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that it wasn¿t working for the past 3-4 weeks. The patient stated that they felt a shock or jolt at the ins site about 3 weeks prior when they tried to turn stimulation on. Troubleshooting on the call found that their therapy was off, and it was on program 1 at 6.2. They were instructed to decrease stimulation to 3.0 and turn stimulation back on. The patient increased stim to 3.6 and stated that they were feeling comfortable stimulation. It was noted that they would monitor their symptoms now that therapy was back on and follow up with their healthcare provider if needed. No further patient complications are anticipated or expected as a result of this event.